Event description:
It was reported the bone screw was broken during the surgery, the attached suture is still contained in the airvance inserter.

Manufacturer narrative:
(B)(4): the returned device was reviewed by quality engineer. Received one (1) sample with original opened product box / tray and label identifying product part number as 76353200m - airvance bone screw system from lot# 0206969148. The condition of the device showed customer use / handling as the tray was found opened. Analysis results: upon visual evaluation, the suture was found visible at the proximal end of the inserter and appeared free of damage. The device functioned adequately upon actuation of the button on handle assembly. The screw at the distal tip of the handle /inserter was found broken / detached. Some portion of broken screw assembly was still visible through the seating hole. Under magnification, a clean break of the screw was visible. The broken screw piece was not returned for evaluation. No obvious damage was noticed on other components in the tray. Based on the above observations: the most likely root cause of 'operational context' is selected for the complaint as it is possible that anatomical factors such as bone density, user technique, other procedural factors during normal use of the device may have led the customer to apply excessive force on the screw causing it to break. (B)(4).